Manufacturer narrative:
The authorized service personnel (asp) reported that there was a circuit blocked (patient circuit occluded) error. The asp replaced the motor controller (mc) board to address the reported issue.

Manufacturer narrative:
Report date: 14sep2021. Reporting institution name: (B)(4). Reporter phone number: (B)(6).

Event description:
The customer reported that the ventilator alarmed. The customer reported that the unit was not in use on patient.